Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.7, lab: 2.8; (B)(6) 2011, 1.9, 2.1. Compared within three hours. Tested a fe minutes later on fresh finger. Pt's therapeutic range is 2.0-4.0. On (B)(6) - pt started taking trospium chloride for ten days, treatment for bladder. Drug effects caused very dry nose and throat. Thinks drug could have started issues with bleeding nose. On (B)(6) - pt started to get nose bleed in the morning. Says she usually gets a little nose bleeding. Blew nose very hard that evening and nose kept bleeding. On (B)(6) - pt was hospitalized for severe nose bleed; bleeding since (B)(6).

Manufacturer narrative:
Investigation pending.